Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with a 255cc mentor memorygel breast implants experienced left sided rupture post procedure. The rupture was confirmed through ultrasound. Two calcified lesions with fluid were also noted on the left side. The lesions were taken for biopsy during replacement surgery. Explant was performed on (B)(6) 2020. During replacement surgery bilateral capsular contracture was noted. Bilateral prosthesis replacement with 255cc mentor memorygel breast implants was performed with explant. The left implanted was reported initially under 1645337-2019-26099 on (B)(6) 2019. On (B)(6) 2020 mentor received additional information and initial awareness of a right sided issue. This report relates to the right prosthesis.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 6746488, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).